Manufacturer narrative:
Cypher select is not distributed in the us; however it is similar to us distributed cypher product. Additional information will be submitted within 30 days of receipt.

Event description:
This female patient with a history of diabetes and smoking was admitted or coronary evaluation. She was currently taking an anti-platelet medication, aspirin, statins, beta-blockers, anti-anginals. Heparin was administered during the procedure. Angiography revealed a de novo, eccentric, 10-15mm lesion in the obtuse marginal branch (om). The vessel was moderately angulated at the lesion site (45-90 degrees). The lesion was not pre-dilated. A 2.5 x 18mm cypher select stent was positioned within the lesion and was deployed to 10 atms with satisfactory results. The stent was not post-dilated. Nine days post index procedure, the patient had a myocardial infarction. Angioplasty revealed that the cypher stent was occluded. Details regarding the treatment and outcome of this event are pending.